Manufacturer narrative:
Device evaluation: the system was returned to medtronic for analysis; through functional testing, performance testing, and visual/physical examination the reported issue was unable to be duplicated or confirmed. The system arrived with the mobile view station (mvs) computer sides removed and placed in the mvs cart. At application of power, the image acquisition system (ias) readied. The mvs computer stopped at the windows screen, but progressed to the desktop with error. It was found that hard drives d:1 and d:2 had been removed. A known good mvs computer was then installed, and the medtronic representative performing testing was unable to reproduce light, dark, or grainy images. The images produced were as expected with no artifact observed. Without hard drives d:1 and d:2, and with no access to the patient data or previous exams, the image quality issues were unable to be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Estimated absorbed or effective dose information is not available. Number of people exposed: 1 - patient total number of people in or unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The reported imaging issue could not be duplicated during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the first scout images and spins looked great. Halfway through the case the imaging system was brought back in, and the 2d image was light. The site chose to bring in another medtronic imaging system to complete the procedure. The patient was exposed to 1 unused 2d dose. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Patient information was received and has been updated. If information is provided in the future, a supplemental report will be issued.